Event description:
Customer reported an issue with the as300 anesthesia delivery system which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Device was evaluated. Corrections included replacing heater board cable. Performed safety and operational tests per service manual. All tests passed.